Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This ipg was intended for pt implant ((B)(6)). It was reported that no communication could be established with the device during intraoperative testing. Various troubleshooting techniques were undertaken in hopes of rectifying this issue, but none were successful. A different ipg was used to complete the case. Follow-up on the pt found that effective stimulation has been captured and all impedance measurements are within specifications. The ipg has been returned to the MFR for analysis.